Manufacturer narrative:
Patient weight not made available from the site. Medtronic investigation of returned suspect fluoro tracker wireless 9 inch finds the device to be in good condition without any apparent physical damage. The tracker was returned with a battery intact. The battery was found to be functional. The tracker powered up normally with leds firing on all faces. The geometry error was observed to be .08 for face 1, .09 for face 50, .21 for face 51, .11 for face 52 and .06 for face 53. The geometry error passing threshold is .50 mm. No problem found. Device found to be fully functional. On (B)(6) 2016 a medtronic regional clinical manager, following-up at the site, reported the surgeon uses the awl to start his pedicle access then switches to the probe and tap to go through the rest of the cortical bone. The surgeon stops prior to the entry of the cancellous bone. From the cancellous bone, the surgeon switches to non-navigated, and non-medtronic, tap and screwdriver. This surgeon is well versed with navigation, this has been his workflow for 15+ years on (B)(6) 2016 medtronic representative, spine software engineer, review of patient logs does not reveal anything out of the ordinary, everything is behaving normally. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the site's fluoro tracker was tested for accuracy. Testing proved that the site's tracker was fully functional and accurate. Return requested. Replacement touch screen surgeon monitor shipped to site (B)(6) 2016. Return requested. Replacement navigation system parts shipped to site (B)(6) 2016. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that, when finishing up a spine procedure with a l4-l5 fluoronav procedure, the surgeon alleged a 1 millimeter inaccuracy, specifically for l4. The surgeon was satisfied with the screw placement of l5. For this procedure, a loaner 9 inch wireless target from the nac department was used. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
A replacement system was provided to the site for use. The navigation system, (B)(4) was removed from the site. The suspect navigation system was replaced and returned for analysis; medtronic investigation of suspect navigation system found the positioning sensor unit (camera/psu) failed testing. Performed pegboard test with psu and received a passing result. Accuracy assessment kit (aak) test performed and failed. Passing criteria is .35mm or less; the results of the test were .49mm. The reported issue was confirmed to be caused by an electrical failure of the psu. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The replacement touch screen surgeon monitor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.